Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the clinic for follow-up. Upon interrogation, the atrial lead exhibited noise. It was determined that no intervention was necessary at that time. There were no adverse consequences to the patient. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information indicated that during a device change out procedure, insulation abrasion was noted on the lead. The lead was capped on (B)(6) 2016. The patient was in good condition.